Manufacturer narrative:
This complaint was received through: (B)(6). T:(B)(6). F: (B)(6). Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of disconnection could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that experienced separation. The reporter stated that "the tubing that should have been attached to the set was detached. This medical supply was not properly assembled and was in a loose condition." The sample is not available for investigation. The patient involvement was unknown, but there was no patient harm.